Event description:
The customer reported the central nurse's station (cns) spontaneously powered down. No patient harm was reported.

Manufacturer narrative:
The customer reported the central nurse's station (cns) spontaneously powered down. No reports of patient harm. Based on what they told technical support (ts), the uninterrupted power supply (ups) appeared to have power, and everything was plugged in. Nothing happened when they pressed the power button, and no indicator lights were illuminated on the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: uninterrupted power supply (ups), model #: ni, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #:(B)(4), returned to nihon kohden: na.

Manufacturer narrative:
The customer reported the central nurse's station (cns) spontaneously powered down. No reports of patient harm. Based on what they told technical support (ts), the uninterrupted power supply (ups) appeared to have power, and everything was plugged in. Nothing happened when they pressed the power button, and no indicator lights were illuminated on the cns. Upon follow up, the customer reported that the issue was resolved and the unit was working without issue. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. This issue will be tracked for future occurrences. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2024 emailed the customer's biomedical engineer (bme) for all information in the ni list above: no reply was received. Attempt # 2: 12/23/2024 ts called the customer: the customer replied that the issue was resolved, but unable to determine the root cause. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: uninterrupted power supply (ups) model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported the central nurse's station (cns) spontaneously powered down. No patient harm was reported.